Event description:
It was reported that after mapping the coronary sinus with qdot catheter for atrial fibrillation (afib), the coronary sinus (cs) wasn't dissected, however after inserting a balloon and inflating the ballon in the cs, the cs was dissected. After mapping the coronary sinus with qdot catheter, the practitioner introduced the catheter to search for the vein of marshall in coronary sinus. When injecting the marshall vein with contrast product with the help of fluoroscopy, the coronary sinus was not dissected. However, when the practitioner inflated the balloon inside the vein of marshall, they observed that the coronary sinus was dissected. The practitioner still decided to do the alcoholization of the vein of marshall. The procedure was completed without patient consequences. A cardiac ultrasound was done at the end of the procedure, and no pericardial effusion has been observed. The biosense webster catheters used were pentaray catheter, vizigo sheath, qdot catheter. Products have been discarded, and lot numbers are unknown. The outcome of the adverse event was fully recovered (no residual effects). Force visualization used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were minimum time- 3 seconds, and additional filter used with the visitag respiration adjustment, force over time 25%, minimum force 3g. Color option used prospectively was tag index.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).